Manufacturer narrative:
P- cap locked properly during testing. Unit passed displacement test, self-test, active current measurement test, sleep current measurement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump and carelink. No fatal alarms noted during test. Verified in the pump history download the pump alarmed pump error no fatal alarms present. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Motor was tested outside of the device and passed. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. No physical damage observed. Customer concern of device malfunction not confirmed due to unit passing all drive system test and power/battery test. Unit functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported a blood glucose value of 485 mg/dl. The customer reported hyperglycemia, which was treated with a manual injection/insulin pen, and an insulin pump (subcutaneous insulin infusion). The cause of the high blood glucose was unknown, and it was treated with the use of an insulin pump and manual injection. The event involved products mmt-1884, mmt-7040a, mmt-442aj, and mmt-342. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported high blood glucose. The customer declined to continue with troubleshooting. No further complications were reported. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-442aj. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.